Event description:
Case description: since last submission the case has been updated with the following expected date of fu report extended by 30 days narrative updated accordingly.

Event description:
Event [preferred term] (related symptoms if any separated by commas) novopen 6 is displaying the word end [device power source issue], purchased the pen during covid in 2019 and still using it [expired device used]. Case description: this serious spontaneous case from ireland was reported by a consumer as "the patient had a decay during christmas(general physical health deterioration)" with an unspecified onset date , "novopen 6 is displaying the word end(battery failure)" with an unspecified onset date , "purchased the pen during covid in 2019 and still using it(expired device used)" with an unspecified onset date and concerned a patient who was treated with novopen 6 (insulin delivery device) from unknown start date for "device therapy", , insulin (insulin) , a non-novo nordisk suspect product insulin (insulin) from unknown start date for "drug use for unknown indication", the patient's height, weight and body mass index were not reported. Medical history was not provided. Since an unknown date the patients novopen 6 was displaying the word end, she purchased the pen during covid in 2019 and still using it. On an unknown date, year the patient had a decay during christmas and now needed to track her injection schedule. The patient also wrote down when she injected, so she was certain that she had not missed a dose. Batch numbers: novopen 6: has been requested insulin: has been requested. Action taken to novopen 6 was not applicable action taken to insulin was not reported. The outcome for the event "the patient had a decay during christmas (general physical health deterioration)" was unknown. The outcome for the event "novopen 6 is displaying the word end (battery failure)" was not reported. The outcome for the event "purchased the pen during covid in 2019 and still using it (expired device used)" was not reported. Reporter's causality (novopen 6) - the patient had a decay during christmas (general physical health deterioration) : unknown novopen 6 is displaying the word end(battery failure) : unknown purchased the pen during covid in 2019 and still using it(expired device used) : unknown. Company's causality (novopen 6) - the patient had a decay during christmas(general physical health deterioration) : unlikely novopen 6 is displaying the word end(battery failure) : possible purchased the pen during covid in 2019 and still using it(expired device used) : possible . Reporter's causality (insulin) - the patient had a decay during christmas(general physical health deterioration) : unknown . Novopen 6 is displaying the word end(battery failure) : unknown . Purchased the pen during covid in 2019 and still using it(expired device used) : unknown . Company's causality (insulin) - the patient had a decay during christmas(general physical health deterioration) : unlikely . Novopen 6 is displaying the word end(battery failure) : possible purchased the pen during covid in 2019 and still using it(expired device used) : possible. Event onset date is not reported in the case. However, the incident dates are captured to ensure the mir form is generated. This report is for a foreign device that is assessed as "similar" to us marketed novopen echo. Preliminary manufacturer comment: 10-feb-2026: the suspected device novopen 6 has not been returned to novo nordisk for evaluation. Patients use of expired product could be the cause for device's power source issue. Information on details of event decay (general physical health deterioration) including definitive diagnosis and relevant investigations are not available for complete comprehensive assessment.